Event description:
Litigation papers allege that subsequent to being implanted with the asr device on his right side, the patient began and continues to experience adverse symptoms associated with the asr device including, but not limited to, significant pain in and around his right hip joint and mildly elevated metal ion levels.

Manufacturer narrative:
Additional narrative: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not received.

Manufacturer narrative:
(B)(4).